Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors leaked from the elastomer to the reservoir. This was detected at the time of preparation in the missing center before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 22, 2023 - june 23, 2023. H10: two actual devices were received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the housing which suggested a leak had occurred. A leak test was performed, and leaking was observed coming out of the bladder crimp. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.